Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Received samples from the customer were sent for evaluation to the manufacturer, from where we purchase this item. As soon as the investigation will be completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. Customer advises multiple phlebotomists are involved; discard tube is used with sbc; transfer device is used with a syringe; straight needles are also used. Phlebotomists most likely stabilize the tube in the holder with thumb, but cannot be confirmed.

Manufacturer narrative:
Received 1rk 454322/a200636u for evaluation. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. Samples were tested with regards to level mark, draw volume and additive. Tubes were verified to have the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume or additive could be observed in the tested samples. All tubes were within tolerance range. The complaint could not be duplicated.